Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a placeholder based on the reported phone area code. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7135568 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration date was printed on packaging. Occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 7135568. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the expiration date was missing on the box of bd insulin syringes with the bd ultra-fine¿ needle prior to use. The following information was provided by the initial reporter: "medical professional reported no expiration date on a box of bd insulin syringes. Sated the copyright date is 2013. Medical professional requested how to determine the expiration date in a confirmation email. Advised medical professional that expiration date emails are not typically done, will follow up with her."